Event description:
It was reported tat during an artificial urinary sphincter revision surgery, a 4.5 cm cuff was placed around the urethra, but was not buckling securely around the urethra. Upon slight manipulation of the tubing, the cuff was coming unbuckled very easily which is quite unusual. The physician did not feel comfortable using it on the patient so he chose to explant it at that time and place a different 5.0 cm cuff which ended up working fine. Refer to manufacturer report # 2183959-2018-61689 for revision surgery event.

Manufacturer narrative:
H3, h6 device analysis: an overall investigation conclusion code of unintended use error caused or contributed to event was chosen as the interaction between the user and device, or sample, cause or contributed to the error. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported tat during an artificial urinary sphincter revision surgery, a 4.5 cm cuff was placed around the urethra, but was not buckling securely around the urethra. Upon slight manipulation of the tubing, the cuff was coming unbuckled very easily which is quite unusual. The physician did not feel comfortable using it on the patient so he chose to explant it at that time and place a different 5.0 cm cuff which ended up working fine. Refer to manufacturer report # 2183959-2018-61689 for revision surgery event.